Manufacturer narrative:
--

Event description:
The patient had an x-ray and echocardiogram however the results were not provided to us. The patient will be monitored.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had high impedances, high threshold measurements and loss of capture (loc). A lead fracture was suspected but not visually confirmed. No adverse patient effects were reported.